Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened, all the buttons, dome switch. No button error alarm noted during testing. The device passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The device was programmed to deliver a basal rate every hour and monitored. The basal rates delivered and recorded properly in basal review screen. No unexpected basal delivery anomaly noted. The device had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had a blood glucose level of 500 mg/dl. The customer stated he did not believe he was receiving his basal levels of insulin from his insulin pump. The customer's blood glucose level at the time of the report was 197 mg/dl. Standard troubleshooting was performed. A manual prime was unable to be completed. It was discovered the customer had a button error alarm from his insulin pump. The customer stated he may have been laying on the insulin pump in his sleep. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.